Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. H6: corrected investigation clinical codes.

Manufacturer narrative:
D10: 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t 6680364. 02-020-11-0340 - truliant ps cem fem ps cem right sz 4 7053256. 200-07-32 - advanced patella 32mm 3 peg implant a095104. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right knee was revised approximately 2 years 4 months post operation. The patient had infection present. Surgeon scheduled the patient for an irrigation and debridement of their right total knee arthroplasty with a tibial poly insert swap. The total joint was exposed, irrigated, and debrided. A synovectomy was performed. The tibial poly insert was replaced with a new one. Antibiotic beads were placed locally into the wound. The joint was closed and the patient left the or stable.